Event description:
During transfer the residents foot slipped off the foot tray of a medcare stand. The cna lowered the resident to the floor. Initially pt denied pain; however, the next morning, she complained of pain. X-rays were obtained showing a fracture through the neck of the left humerus with mild impaction.

Manufacturer narrative:
Medcare was informed by the representative at the user facility that the incident was operator error and had nothing to do with our stand.